Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3058 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during intra-operative electrode impedance test performed at 1.5v and 360 pw. Impedance values reported were noted at greater than 4000 ohms. The impedance test taken with the first ins was found >4000s. Caller reported they have replaced the ins and reran impedances. Case combinations showed fine and dipoles were >4000. The impedances ran as high as they could and patient was feeling stimulation at 2v.the patient reported motor response and was set at cycling 3s on /3s off. The patient has below and toe flick at nominal amplitude values with good motor response at >4000 combination of 0,1; 0,2; 0,3; 1,2; 2,3. There was none symptom reported. Additional information reported couple days later indicated that it was an out of box failure. Attempted to clear impedances by increasing amp limit and pulse width but unable to do so. The patient weight was reported as unknown. The issue reported was not resolve at the time of this result. This information was also reported in manufacturer report # 3004209178-2017-05058.